Manufacturer narrative:
Patient identifier: the fill patient identifier is case-(B)(6). Age or date of birth, sex, weight and ethnicity: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: the access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. One patient sample was sent to the (B)(6) for investigation. The patient sample was first tested for the sars-cov-2 igg assay. The (B)(6) obtained a non-reactive result. The customer's result was confirmed. Then, the patient sample was tested with the sars-cov-2 igm assay. The sample was also non-reactive with the igm assay. In conclusion the investigation confirmed the non-reactive sars-cov-2 igg result. Differences between each individual method are expected. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2020 the customer reported a non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971197) result was generated on the customer's dxi 800 immunoassay analyzer (part number 973100 and serial number (B)(4). The non-reactive access sars-cov-2 igg result of 0,33 s/co obtained was discordant with the diasorin method. The patient presented symptoms from (B)(6) and had two positive pcr on (B)(6) 2020 and (B)(6) 2020. Pcr was negative 4 times between (B)(6) 2020. Reactive sars cov-2 igg results were obtained with the diasorin method on 5 instances between (B)(6) 2020. No trend was noted on the results. A non-reactive result was obtained with the access sars-cov-2 igg assay on (B)(6) 2020. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate if the result was released outside the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on (B)(6) 2020. Quality control (qc) was passing within the laboratory¿s established ranges. System check passed on (B)(6) 2020. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.